Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 646 mg/dl and an insulin injection was administered. Customer did not know cause of event. Pump system check was performed with tandem technical support and pump was found to be functioning as intended. Recommendation was made for customer to discuss event with a healthcare provider.